Manufacturer narrative:
Multiple good faith efforts (gfe) were attempted to obtain clarification regarding the device use at the time of the event, confirmation of the advised troubleshooting being completed, a part order, part replacement, and resolution. No response or further information was received from the customer. Philips is unable to confirm the final disposition of the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that there was a low leak co2 rebreathing risk alarm. It is unknown if the device was in use at the time of the reported problem. No patient or user harm reported. The customer informed the remote service engineer (rse) that the device did not sense the trigger or breath. In the biomed shop the device was tested, and the low leak co2 rebreathing risk alarm was observed. When tested with the 0.25 test adapter the device did not produce the alarm, but it did alarm when a patient circuit was used. The rse advised the customer to inspect the patient circuit being used, check the exhalation port, check the air filter for cleanliness, and then complete a performance verification test (pvt). If the issue persisted, it was advised to replace the flow sensor assembly (fsa) or gas delivery system (gds), so rse provided the customer with the part information. This investigation is ongoing.